Event description:
An additional instance of post-paced t-wave oversensing (pptwos) was noted. The device will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Correction: b5 corrected to reflect programming changes.

Event description:
Programmed changes were made successfully. There were no patient consequences.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). The device will continue to be monitored. There were no patient consequences.